Manufacturer narrative:
B3: event date is estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were experiencing a return or urinary symptoms. On (B)(6) 2024 in the office, they reported that they didn't feel the device was working any longer. They reported nocturia 4 times a night now. They were reprogrammed by the rep in (B)(6) 2024 and the device was off. They were advised to complete a voiding diary with the ins off and with it on to see if the device was effective and better understand what the problem was. They were to return in 3-4 weeks, however they never did. On (B)(6) 2025 they were back in the office complaining that the device wasn't working. They were waking up every 2 hours. It was recommended that they get the device replaced. The device or therapy had a causal relationship to the event, but not related tothe procedure. The issue was resolved without sequelae (B)(6) 2025.